Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a layer/shaving of the tissue pad came off and fell into the patient. It was retrieved and will be returned with the device. The incident occurred at the latter part of the procedure, no need to open a new device. In the same procedure, a 5dsg grasper was used and it would not stay on the issue. A new grasper was used to continue with the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad melted. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.